Event description:
Report received of a suspected nondelivery. The pump was programmed to deliver heparin at an unspecified rate and vtbi (volume to be infused). Patient lab work the following morning reportedly indicated non-therapeutic response to the heparin infusion. The customer suspects the heparin did not deliver. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.